Manufacturer narrative:
Additional information was added to h6 and h11. Correction: b5, previous g3: date received by MFR (should be 12/24/2024). B5: replace "there was no report of patient injury or medical intervention associated with this event." To "there was no patient involvement.". H11: the devices were not returned and the lot number is unknown; however, a distribution review was performed using the product order number as product was received broken by customer. The distribution review did not identify any issues with distribution of this order from baxter's distribution center. All inspections performed during distribution activities up until the carrier took possession were found acceptable. Therefore, the cause of the damage was due to further handling by a third party during shipment. Handling procedures during shipment with third party distributors require more manual manipulation as these shipments are generally comprised of smaller orders that are not shipped in a palletized configuration. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number (10) and subsequent expiration date (17) are unknown; therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of 1000 ml evacuated containers were broken. This issue was further described as, ¿1 case was broken¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.